Event description:
It was reported that a patient experienced sepsis and possible peritonitis. The next day, the patient was hospitalized for the event. On an unknown date, the patient was switched to hemodialysis. Additional information was requested, but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12k09112 and h13a04047 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).